Event description:
Pt was revised to address pain.

Manufacturer narrative:
The product associated with this reported event was not returned for examination. Product info required in searching the complaint database by lot code was not provided. The investigation could not draw any conclusions about the reported event without the product to examine and insufficient product info. Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.